Manufacturer narrative:
(B)(4)

Event description:
Procedure: lap. Partial resection of small intestine. Customer states: 11 days after the ileus procedure,the patient got a fever. Leaking was found from the cavity. Then, surgeon performed in laparotomy. He/she confirmed that all staple line had been disengaged. It was imperfect fusion. Surgeon states that tight staple line could cause a blood vessel failure which results in necrosis. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. The last patient status: under observation. No reinforcement material used in conjunction with the stapling device. Reoperation was performed in thoracolaparotomy.